Event description:
Dealer out in the field with the chair and the patient. Patient is in a facility. The chair is not responding to the joystick. It would not move forward and went real slow backwards. No injury reported and no other information available.